Manufacturer narrative:
(B)(4). Investigation summary no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot code(s) was not provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Der states that the cup was over anteverted and was removed due to fibrous ingrowth. Replaced with 52 gription +4n and 36 +8.5 ball and range of motion was stable. Doi: unknown; dor: (B)(6) 2018; right hip.